Event description:
It was reported the subject device exhibited error code b30, the issue occurred during set up before patient in room. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.